Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 30mm in length, eccentric, de novo target lesion contained a bend between >45 and <90 degrees and was located in the severely calcified and 2mm in diameter left anterior descending (lad) artery. Following predilitation with a 2.0x20mm balloon, there was 85% residual stenosis. A 32x2.50mm rebel stent was advanced to treat the lesion. However, the stent was dislodged inside the patient's body. The stent was simply removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.